Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient had an scs consisting of an ipg in her abdomen, plus an ipg in her posterior, and leads. It was reported that the patient experienced pain at the ipg charing site for the posterior ipg about 15 minutes after she begins charing. She also reported feeling an intense fatigue that is flu-like and escalates until charging is completed and then it takes 24-36 hours to resolve. She reported the skin over the ipg pocket site reddens and is extremely hot, and that this area is never pain-free just less pain when she is not charging. She stated the ipg located in her abdomen has not caused any of these same problems. The physician explanted this posterior ipg and replaced it but discarded it and it was not available for the manufacturer to evaluate.